Event description:
The complainant reported that the patient on impella 5.5 support was ambulating when a placement signal not reliable alarm occurred. The team monitored motor current. The pump was eventually successfully weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. After 16 days on support, placement signal not reliable (psnr) alarms occurred during patient ambulation and placement signal (ps) was lost. The doctor believes optical sensor damage with motor current (mc) and flows still present and accurate. The device was not returned. Data log review showed ps trending down of the course of 24 hours until railing to 3000mmhg. 5s parameters were within nominal ranges with signal-to-noise ratio (snr) and contrast decreasing after ps failure. The cause of the optical signal issue was sensor silicone wear due to the data log review indicating known sensor wear metrics of ps trending down over the course of 24 hours until railing to 3000mmhg with nominal 5s parameters. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.